Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with lumbar spondylolisthesis and underwent reduction and internal fixation surgery. During surgery the set screw broke. The product came in contact with the patient. No fragments of the broken set screw were remaining in the patient. No patient complications were reported.

Manufacturer narrative:
The set screw is a break off style screw and appears to have functioned as intended. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.